Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal end/electrodes of the lead were bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead package was damaged during delivery. The physician attempted to implant the lead but it was kinked as a result of the damaged box. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.